Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with placement difficulty. The day after implant, this rv lead was suspected to have micro-dislodged. Under fluoroscopy, there was no gross dislodgement observed. However, the rv lead was found to have dropped in impedances from approximately 520 ohms to 320 ohms. In addition, there were high pacing thresholds, intermittent capture at 3.5v, and a drop in sensing from 7 mv to 2 mv. A revision procedure then occurred and the rv lead was successfully repositioned in the rv apex. Even after the revisioning, high pacing thresholds and low sensing were observed the next morning. The lead remains in service. No additional adverse patient effects were reported.